Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The pcs instrument failed the electrical continuity test, which replicated the customer complaint. Failure analysis found the secondary failure of a broken conductor wire to be related to the complaint. The instrument's distal end was disassembled during the in-house testing. A visual inspection was performed and part of the conductor wire near the weld was found to be slightly stretched out. In an attempt to confirm wire breakage, the wire was pulled slightly, and a cable break was observed. The instrument was found to have a broken conductor wire within the conductor wire insulation at the distal end. No thermal damage or damage to the conductor wire insulation was observed. This failure was likely the cause of the failed electrical continuity test. The root cause of this failure was attributed to a component failure. Further investigation of the pcs instrument was performed by a failure analysis engineer (fae). The initial failure analysis findings were confirmed and the root cause was noted to be due to a component failure. A review of the site's complaint history revealed no other complaints for this instrument. An instrument log review was conducted, which resulted in the following findings: the logs show the customer last used the pcs instrument part# 470184-13 lot# n10200420-0171 on (B)(6) 2021 during a pulmonary lobectomy procedure on system sk3935. The instrument had 9 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video clip for the reported event was submitted for review. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the permanent cautery spatula (pcs) instrument monopolar energy was not working. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken conductor wire found during failure analysis could result in stray energy from an unintended location on the instrument to the patient's tissue. While there was no report of any patient harm, adverse outcome or injury, recurrence of the failure could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 1st usage and, therefore, had not expired. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed the monopolar energy was not firing when using the coag and the permanent cautery spatula (pcs) would not work correctly. The intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the technical service engineer (tse) that the customer had replaced the monopolar cable and the issue remained. The customer swapped out the pcs for a monopolar curved scissor (mcs) instrument and the issue was resolved. The tse reviewed the logs and found no related error. It was recommended the customer return the instrument. The procedure was proceeding as planned and there was no reported injury.